Event description:
On (B)(6) 2010, the customer experienced high blood glucose (between 312 and 357 mg/dl) over a period of six hours in spite of multiple insulin bolus doses administered. Customer went to hospital around 3:00 and was treated with an insulin drop.

Manufacturer narrative:
The returned product was thoroughly evaluated and found to be functioning as expected. No malfunction or other product condition that could have caused interrupted insulin delivery and contributed to the pt's high blood glucose was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. In case of hyperglycemia, the omnipod user's guide recommends checking blood glucose again two hours after a correction bolus and taking a second insulin bolus by sterile syringe if the result remains elevated. If after an additional two hours (four hours total) bgs are still high, the guide advises, "replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance and drink eight ounces of water every 30 minutes until blood glucose is within bg goal."